Event description:
It was reported that the customer's insulin pump was cracked at the rim of the reservoir compartment. The customer's blood glucose was 195 mg/dl. The customer was unaware of how the damage occurred. Advised the pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement pump would be sent. Nothing further reported.

Manufacturer narrative:
Unit received with minor scratched lcd window, cracked reservoir tube, broken reservoir tube lip, and cracked battery tube threads. (B)(4).